Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported inaccurate high measurement or to determine if it could have contributed to the patient's paramedics visit. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that on (B)(6) 2015 at 9:30 pm that his blood glucose read 322 mg/dl and that at 9:31 pm it read 360 mg/dl. He ate 30g of carbohydrates and gave a bolus of 15 units. Some time later, he lost consciousness. His wife tried to wake him but couldn't, so she called the ems. When the paramedics arrived, the customer's blood glucose was too low to read with their meter. The customer was given glucose through an IV. The customer woke up during this treatment and did not have to go to the hospital.